Event description:
It was reported that the patients bi-v implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) earlier than anticipated. The patient's left ventricular (lv) lead is exhibiting high threshold levels. The device was removed and replaced while the physician chose to continue to use the lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. Model: d274trk, bi-v ICD; implant: (B)(6) 2011. Model: 4965-50, lead; implant: (B)(6) 2012. Model: 5076-52, lead; implant: (B)(6) 2009, (B)(4).